Manufacturer narrative:
All new world medical product is manufactured with validated procedures and product is tested 100% prior to release. The device was not explanted; therefore, new world medical could not confirm the issue reported without the device. The doctor stated that he completed the surgery with healon gv. The patient had high iop after 2 hours post op. The patient was called back the same day to remove the gv. No other information was provided regarding this case.

Event description:
High iop.